Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Update: e1 - country, h2, h3, h6, h11. The reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the generator had a 433 error code. The issue was found during set up for an unspecified procedure. No harm reported.